Event description:
It was reported that during an unspecified procedure a balloon rupture occurred. The details of the lesion are unk. The balloon ruptured. The balloon was removed intact. The procedure was completed with another of the same device. The pt's status is good with no complications reported. No other info is available.